Event description:
The pt woke up and though his bed was on fire because his stimulator site was so hot. When he turned off the stimulator the sensation improved. The pt also reported that when he has a bowel movement and he has to strain he can feel the harness pull. He says he has to move the ins. The pt was directed to the healthcare professional and troubleshooting was recommended.

Manufacturer narrative:
(B)(4).